Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain. On interrogation it was noted that the right atrial (ra) lead exhibited far field r waves over-sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.